Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing after 140,749 joules and 16 minutes of use. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing after 140,749 joules and 16 minutes of use. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis was not able to identify any abnormality. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited mild debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on the analysis results, the reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing.